Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the disappearance of the endoscopic image, but this phenomenon was not reproduced. Omsc evaluated the subject device, and found the following. There was no irregularity found in the subject device. The subject device has the error log that the communication error between the subject device and a camera-head occurred. There were not any scratches, distortions and foreign materials on the video connector socket of the subject device. There were not any foreign materials in the subject device. There was no abnormality found at the solder on the circuit board of the subject device.. There was no abnormality found at the communication state. There was no abnormality found at the internal harness connection of the subject device. Olympus checked the device history record of the subject device, and there was no irregularity found. The exact cause of the reported event could not be conclusively determined, because this phenomenon was not reproduced. Omsc surmised that the cause of this event was the following in theory. There were any foreign materials (e.g. Dust, medicinal solution) on the electrical contacts inside the camera control unit's connectors. The communication between the subject device and a camera-head was blocked by these foreign materials. So the communication error between the subject device and a camera-head occurred. As a result, the endoscopic image disappeared. The subject device and/or any combination device were moved by the facility. At that time the stress was applied at the connection part of the subject device and a camera-head. So the connection state became erratic. As a result, the communication error of the subject device and a camera-head occurred and the endoscopic image disappeared. A member of the facility made physical contact with the subject device and/or any combination device when a member moved. At that time the stress was applied at the connection part of the subject device and a camera-head. So the connection state became erratic. As a result, the communication error of the subject device and a camera-head occurred and the endoscopic image disappeared. The otv-s400 instruction manuals state the corresponding method when there is an abnormality in the endoscopic image. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon when olympus receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The monitor image disappeared suddenly 2 hours after the user facility started the laparoscopic distal gastrectomy. After the phenomenon occurred, the user facility turned off and on the subject device, and the monitor image was displayed properly. The user facility completed the procedure using the subject device. There was no patient injury in this event.